Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a hyperglycemic event that occurred on (B)(6) 2016. Patient stated she was not feeling well and had a friend take her to the emergency room. Patient's blood glucose (bg) was 512mg/dl and patient was admitted to the intensive care unit where she received saline, insulin, medication for nausea and pepcid. Patient was released 3 days later. There was no alleged device malfunction. Additional event or patient information was not provided.